Event description:
It was reported that a cadd® cadd-prizm® vip system failed occlusion test. There is no report of patient involvement.

Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition with a missing battery door. Customer's complaint of fails occlusion test was verified. The event log did shows hugh pressure errors. The downstream occlusion sensor will be replaced as a preventative measure. Use testing was performed. The problem source is unknown.